Event description:
It was reported "PICC placed (B)(6) 2022, immediately noted PICC leaking from PICC hub after connecting baxter one link connector and flushing with saline. One link cap removed and sterility maintained. PICC removed, replaced with a PICC of a different lot. Original one link cap applied to replacement PICC and no leaking noted" what type of catheter securement was utilized? Stat lock.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5370 showed fifteen other similar product complaint(s) from this lot number.